Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider regarding patient with adolescent idiopathic scoliosis (ais) type 5 suggested for posterior fusion th11/l4. Event occurred intra-op. It was reported that the set screw was tightened, but wear fragment of the metal part appeared. A burr appeared when the set screw was inserted into the mas screw. The rod was loose and an attempt was made to insert the set screw in that state, but the nipple of the set screw interfered with the rod, the tip of the set screw thread might not have meshed with the thread of the screw head due to the tilt of the set screw. It was the phenomenon peculiar to solera. Break was also reported. No fragments left in patient. The implant was explanted. No health damage to the patient reported. No further symptoms or complications reported. Device is being returned. Update: device was explanted on the same day as implanted date. No break in instrument.

Manufacturer narrative:
H3: product analysis # (B)(4):part # 7078396 lot # h5638000 visual optical functional visual and macroscopic inspection confirmed the threads of the set screw have been damaged. The thread crest and flank damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. The break off portion is still attached and the female torx of the screw has not been damaged. This type of damage is consistent with misalignment of the set screw threads during construct assembly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.